Event description:
It was reported that the atrial lead's impedance had abruptly gone greater than 3,000 ohms with an abrupt rise in the atrial pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.